Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration, which was confirmed via x-ray. The patient underwent a revision procedure wherein the paddle lead was repositioned and remained implanted. The patient was doing well postoperatively.